Manufacturer narrative:
Additional information was provided by a hospital representative. The representative stated that the physician had been using the device incorrectly. The 80# torque knob was not being set a the zero mark, so not enough force was being applied to the skull, which would allow the clamps to slip. The hospital representative has instructed the physician on the proper setting of the device, and no more lacerations have occurred since the instruction. The device has been sent back into use and will not be returned for evaluation.

Event description:
The user facility reported that the skull clamp was involved in an incident while in contact with a patient in which the patient reportedly sustained an injury. No further information has been provided. Additional information has been requested.